Event description:
It was reported that the user attempted a meal announcement after a snack and received an unable to proceed alert, after which a device restart restored access to the meal announcement menu and a less-than-meal announcement was delivered. Symptoms included hyperglycemia with a reported peak blood glucose of 330 mg/dl and high readings above 180 mg/dl for approximately 1.5 to 2 hours, with device alerts for prolonged hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and no immediate health effects, with blood glucose returning to range by the following morning. Investigation included remote troubleshooting and user education to monitor glucose and follow up if levels did not trend down. Investigation of this case revealed a transient alert and access issue that resolved with a restart, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.